Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the planned procedure was completed using the same wireless footswitch without any issue, as the wireless footswitch had enough charge. The philips field service engineer (fse) visited system onsite and confirmed that the wireless footswitch charger was defective. Upon troubleshooting, the fse determined that the wireless footswitch charger plug was mechanically defective. To resolve the issue, the fse replaced the wireless footswitch charger and returned defective part for further analysis. The supplier's part analysis conclusively determined the cause of the charger failure was due to the metal housing around the female connector had been completely removed, indicating a loose and/or broken element within the footswitch charger. After the replacement, the system was restored to normal operation and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed using the same wireless footswitch as the footswitch had enough charge. A scenario where the procedure can be completed on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wireless footswitch charger cable connector was defective, which could impact imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.